Manufacturer narrative:
It was reported that the patient underwent exploration of pelvic mesh with robotically assisted laparoscopic, complete excision of sacral colpopexy mesh, and cystourethroscopy on (B)(6) 2014 due to suspected mesh exposure.

Event description:
It was reported that an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including mesh excision surgeries on (B)(6) 2010, (B)(6) 2011 and (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.